Event description:
It was reported that the patient was admitted as they only had "a month left on her synchromed ii." The patient had baclofen in the pump. The reporter "made sure that they had at least oral baclofen on hand." No other information or patient identifiers were provided at the time of this report.

Manufacturer narrative:
(B)(4).